Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead had pulled back and had high capture thresholds. The lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.